Event description:
It was reported that the procedure was a below-the-knee case to treat a chronic total occlusion (cto) in the peroneal artery. The winn 80 guide wire was attempted to cross the cto lesion. After multiple attempts to cross, the distal tip of the guide wire separated in the sub-intimal plane of the tibial-fibular (tp) trunk close to the bifurcation. Approximately 5 mm of the guide wire tip remained in the artery wall. Flow was not restricted by the detached tip and no attempts were made to remove it. Access across the cto lesion was eventually gained with a non-abbott guide wire and treatment of the peroneal vessel was successful. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.